Event description:
It was reported that the customer had high blood glucose levels of 868 mg/dl. The customer had to be brought to the emergency room and intensive care unit of the hospital. The customer was treated with insulin intravenously. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness, ketones, fatigue and shortness of breath. The customer programmed several boluses from the insulin pump prior to the event but the blood glucose levels would not go down. The customer reported that the insulin pump did not alarm her of any errors from the insulin pump. Troubleshooting was done. The customer reported that she was on the list for a kidney and pancreas transplant. The customer has refrained from use of the insulin pump since the event and is currently treating by manual insulin injections. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.